Manufacturer narrative:
H3: product analysis: evaluation determined that the device was tested, and the temperature rise was measured to be 69f. The likely cause of failure was identified as broken shaft. It was also noted that attachments can be locked properly without issue and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of difficulty with assembly. It was reported there was no patient involvement. Repair request escalated to product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
Additional information: h3: product analysis: it was also noted that shaft worn, rear bearing worn and cable worn. Additional code c070606 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.